Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 95% stenosed and located in the right coronary artery (rca). The lesion was treated with three passes of the oad at low speed. The device was noted to jump during the first pass, however no issues were noted during imaging. Following the third pass with the oad, a perforation was noted. The oad was removed and wire position was lost, and a balloon was inflated proximal to the perforation to occlude flow. Surgery was performed to resolve the perforation and bypass the rca and the patient was stable following the procedure.